Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler fired but the reload could not be opened and remained locked down on the stomach tissue. A second reload was used to create a thinner sleeve an cut the locked-down reload out. The procedure was delayed for 90 minutes whilst trying to remove the reload. In the end, the surgeon ended up with a tighter gastric sleeve than initially planned. There was no unanticipated blood loss of over 500cc. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).